Event description:
It was reported by the affiliate that during resection of galactophore procedure, after installing the probe it passed initializaion. After the procedure was started the device did not function properly. A second probe was used and still had the same results, a third probe was used to complete the case. The procedure was delayed 1 hour. There was no pt consequence reported.